Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine, 25 mg/ml at 6.8 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that months ago, the drug concentration in the patient's pump was programmed in mcg/ml and should have been mg/ml. The actual numbers programmed to the pump were accurate. Today, he decided to correct this programming due to the fact that the patient was going to be moving. He followed the clinician programmer (8840) screens and did program a bridge bolus. The actual drug numbers programmed to the pump were accurate. 25 mg/ml not mcg/ml 6.8 mg/day not 6.8 mcg/day. No symptoms were reported. No further complications were reported.